Manufacturer narrative:
It was reported that the palmaz genesis stent fell off of the delivery balloon when it was placed on the wire. This occurred before use in the patient. There was no difficulty removing the product from the hoop. A 0.35 storq wire was used for the procedure. No resistance/friction was felt when the device was placed on the wire. There was no reported patient injury. One non sterile catheter sds genesis 8x29mm 135cm pro was received coiled inside a plastic bag. The balloon appears as if it had been inflated and deflated. The stent was received separated of the device inside a plastic bag. The stent looked compressed. As part of the analysis it could be noted that the stent was placed correctly between the 2 marker bands. No other anomalies were observed in the returned device. Stent marks were noted in the balloon. Stent marks were noted in the balloon. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged failure was confirmed; however exact cause could not be determined since the balloon was inflated and stent presented the condition of compressed; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural factors.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The palmaz genesis stent fell off the balloon when it was placed on the wire. This occurred before use in the patient. There was no difficulty removing the product from the hoop. A 0.35 storq wire was used for the procedure. No resistance/friction was felt when the device was placed on the wire.